Manufacturer narrative:
Date of event: unknown as information was not provided. The best estimate date is between (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zlb00 21.5 diopter intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye) on (B)(6) 2019. The zlb00 21.5 diopter lens was explanted on (B)(6) 2019 due to goal of plano was not met, result was +1.00 with complaints of glare and halos. The patient was not able to tolerate, and outcome significantly interfered with activities of daily life. The zlb00 21.5 diopter lens was replaced with a model za9003 22.5 diopter lens. It was reported the patient has recovered and no further information is available. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on: 02/17/2020. Device evaluation: the lens was received in the replacement lens¿ daisy wheel. Visual inspection under magnification revealed the lens to be cut in half, which is consistent with a lens that was handled during explant. Additionally, viscoelastic residue was observed on the optic body and haptics. Based on the return condition of the lens, no further evaluation could be performed. The complaint issue could not be verified, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. A search of complaints revealed that one (01) additional investigation request (ir) for this production order number has been received; however, the complaint issue reported could not be confirmed. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.